Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded. According to the report the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ it was originally reported that the device was an unknown strata valve/shunt. Upon return of the device it was determined this device was an unknown strata ii valve, small. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.